Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working. Imaging was performed and the reservoir was found to be collapsed. Surgical intervention is anticipated. There were no patient complications reported.